Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received an information regarding a dreamstation bipap autosv. The device was returned to a third-party service center. During visual inspection of the device, electrical damage was found on the circuit board assembly. There was the secondary finding of scratched lcd screen, damaged button on upper closure. The device was scrapped. This report is being submitted for the electrical damage was found on the circuit board assembly during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
As per additional information received on 04/07/2025: there was no visible physical electrical damage to the pcba/pca. In this report, box d, h has been updated/corrected.